Manufacturer narrative:
In keeping with good medical practice, the physician has the responsibility to ensure all non-implantable devices are removed from the pt. Although this practice should be known by the physician, the instructions for use are in the process of being revised to adding a statement to check the system upon removal, to ensure it is intact.

Event description:
During a tlh, a koh cup was left behind in the pt. Pt presented to the ER 2x in the month post surgery, complaining feeling like sitting on an egg and some abdominal pain. CT scan was performed, but the koh cup was not detected. Late august, doctor performed an exam finding the koh cup retained in the patient's vagina. Pt was taken to the or, a spinal was done and the koh cup was removed.